Event description:
It was reported that: the pt complained of a burning sensation - not sure if associated with implant.

Manufacturer narrative:
The device was not returned. A review of the device history records and complaint history could not be performed as the device was not properly identified. The event could not be confirmed. The root cause could not be determined with the limited info available at the time of the evaluation. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.